Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2022 via merlin. During examination of the right ventricular (rv) lead, it was noted that the high voltage lead impedance was low and out of range. The physician reprogrammed the rv lead. The patient was in stable condition.

Event description:
Additional information received indicated that the patient was in ventricular fibrillation (vf) which the device appropriately diagnosed, however, the shock was aborted due to the known history of the low defibrillation impedance on the right ventricular (rv) lead. Additionally, it was noted that there was under-sensing on the secure sense channel. Vf was terminated using med/no changes and stable.